Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last 5 months or so they have been having more pain in their back. Patient said that they have degenerative discs, arthritis, bulging discs that have displaced nerves and constantly have pain in the back and it has been substantially worse. Patient mentioned that they had an rfa done and their pain is off the charts from where it has ever been initially. Patient also said that their bladder stimulator has moved substantially and is now pressing up against their sacral area where they are supposed to be doing injections for their degenerative disc. Patient stated they notice a little ridge where ins is and it pokes out more (patient did not say ins broke through skin). Patient also stated they feel like ins is not working as well they are waking up in the middle of the night again. Patient stated they had to increase stimulation because of return of symptoms so they do not want to decrease stimulation. Agent reviewed therapy adjustment options. The patient was redirected to their healthcare provider to further address the issue.